Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- the tibial component shows some radiolucence anteriorly and at the pegs. This could be interpreted as loosening, but there are no signs of migration. The pe cannot be assessed directly. There is no clear sign of loosening or migration in the component. The talar shows large radiolucence and some cysts and cavities clearly indicating loosening. There is no migration visible, though. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by poor bone quality in the tibial region and large cysts along with cavities near talar component if device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.